Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump am/pm time settings were set incorrectly by the customer. Reportedly, the customer successfully adjusted the pump am/pm time settings to be accurate. Customer's blood glucose level was 40-400 mg/dl. Customer addressed bg levels with fruit and glucose tablets.